Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported an error message was received during use and that oxygen was unavailable. The ventilator was in clinical use on a patient when the issue occurred. No harm was reported. The remote service engineer spoke with the customer and found the o2 hose was not connected properly. The system meets the specifications for the performed service and is returned to use. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed.